Event description:
Pt sustained a fall and was concerned her peek implant had broken due to the fall. A CT scan could not confirm the breakage as peek is radiolucent, and does not show up on a scan. Surgeon returned the pt to the or and removed the implant, noting that the implant was 'totally shattered.'

Manufacturer narrative:
Date of implant reported as 2005. Investigation is on-going, no conclusion can be drawn. Review of mfg records for this lot number has been requested.